Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) defibrillation lead was seen for a routine follow up. Upon interrogation, one episode showing noise was stored. The electrograms were sent to a boston scientific technical services (ts) consultant for review. Ts confirmed the episode was caused by noise; oversensing of the noise resulted in pacing inhibition for greater than two seconds. It was noted there were several non-sustained vt events. Attempts to recreate the noise were not successful. A chest x-ray was to be performed. Lead measurements were stable and within normal range, and the patient did not experience any symptoms due to the inhibited pacing.

Event description:
--

Manufacturer narrative:
The field representative later reported that the results of the chest x-ray were non-conclusive. The patient was to be monitored with a remote monitoring system. No changes to the system were planned.

Manufacturer narrative:
As of today, available information indicates the device and lead remain in service with no intervention performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This report will be updated when the device is replaced, returned, and analyzed.

Event description:
Boston scientific received new information about this patient and ICD system. On (B)(6) 2017 the patient presented to the emergency room after a syncopal event. The patient fell when they passed out and hit their head. On (B)(6) the patient was seen in the device clinic after a review of data from the patient¿s remote monitoring system found an alert indicating the device had reached explant battery status and had recorded a low shock impedance measurement when attempting to deliver a shock. A boston scientific technical services consultant discussed that the explant battery status was likely due to the device attempting to charge but resulting in a charge time out code. Ts recommended device and lead replacement due to the low shock impedance with shock delivery. At the clinic, the clinician was able to interrogate the device, but could not make any programming changes and could not access any stored episodes. The field representative discussed that this patient had an issue with noise on the rv lead in 2013 that was continuing to be monitored as at the time, the risks for lead replacement exceeded the consequences from the observed noise. The patient was then admitted to the hospital pending a replacement procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the device case. Review of device memory found a shorted lead fault was recorded on (B)(6) 2017, followed by two charge time exceeded faults on the same day. The device battery status moved to end of life (eol) due to long charge times; the device could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Elective replacement indicator (eri) battery status was never set. Using an engineering level programmer, eol was cleared so further analysis could be performed. Manual testing confirmed the device paced and sensed normally, with no noise observed on the electrograms. Laboratory analysis concluded the charge time outs and premature battery depletion were induced by a shock into a shorted lead condition. The lead was surgically abandoned, so no analysis could be performed; historically, analysis has shown that an arc mark on the device case is indicative of a compromised defibrillation lead.

Event description:
Boston scientific received additional information that this device was explanted and replaced the following day. No additional adverse patient effects were reported.